Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.